Event description:
Completed basic evaluation. The trial patient reported that they would not be moving forward to the implant procedure. They ended up getting shingles after the trial and were still recovering.